Manufacturer narrative:
Correction - model# ctf01, 5x150 kii fios zthr 6/bx.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "end of case when the doctor was pulling out the trocar, she pulled it out and noticed that the cannula was broken. The rest of it was jutting out of the patient. She took a hemostat and pulled the rest of the cannula out. One piece had completely separated from the other. Clean break, nothing fell into the patient. Comment from rep: "larger patient probably a lot of torquing." Patient status- no patient injury.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of a fractured cannula. The likely root cause of the fractured cannula is due to material degradation during the molding process, which could cause the part to be more prone to brittle fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur.